Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Hurt: vagina [vulvovaginal pain]. Difficulty removing the tampon was hurt [complication of device removal]. String side was placed in the wrong way [device physical property issue]. Difficulty removing the tampon [device difficult to use]. Consumer e-mail stated the string side of the tampon was placed the wrong way which made the tampon difficult to remove. No serious injury was reported.